Manufacturer narrative:
Visual, dimensional, and functional inspections were performed on the returned device. The reported inflation issue was not confirmed as the balloon was able to be inflated during return device analysis. Additionally, it was noted that the outer member of the device was stretched distal to the mid lap seal. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported inflation issue and the noted stretched outer member. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 2.50x12mm trek balloon dilatation catheter (bdc) was advanced to the target lesion; however, the balloon failed to inflate. The bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay was reported. The procedure was completed with an unspecified balloon. Returned device analysis reported the outer member (shaft) of the bdc to be stretched. No additional information has been provided.